Event description:
Customer alleged discrepant, back to back glucose results of 100+ mg/dl and 200+ mg/dl, with the results being at least 100 mg/dl apart when testing was performed back-to-back on the advantage system. Customer reported no symptoms and no treatment/action. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.